Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the left atrium. Then an unknown 6fr pigtail catheter was advanced via the was to engage the device into the laa. As the physician was navigating into the base of the laa, the pigtail went through the back wall of the appendage. The patient remained stable, but they had a pericardial effusion that the physician was unable to tap or drain. The patient was brought to surgery and the perforation was repaired and closed. The patient is doing fine and was recovering well following these events.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the left atrium. Then an unknown 6fr pigtail catheter was advanced via the was to engage the device into the laa. As the physician was navigating into the base of the laa, the pigtail went through the back wall of the appendage. The patient remained stable, but they had a pericardial effusion that the physician was unable to tap or drain. The patient was brought to surgery and the perforation was repaired and closed. The patient is doing fine and was recovering well following these events. It was further reported that during surgery a non-bsc device was placed to permanently occlude the laa.